Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed a skin irritation under the lifevest. The patient's garment was reportedly too tight, causing an irritation. The patient's nurse removed the device to let his skin heal. The patient was also given larger garments. Follow-up indicated that the irritation was improving.